Event description:
Caller reported a continuous glucose monitor error, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after following these instructions, the caller was able to start their sensor session successfully without the error recurring.